Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that removal difficulties were encountered. A 3.50mm x 15mm nc emerge balloon catheter was inflated five times at 16 atmospheres for about 10 seconds. After deflating, it was noted that the resistance was felt during removal. The procedure was completed with another of the same device and no patient complications were repoted.

Event description:
It was reported that removal difficulties were encountered. A 3.50mm x 15mm nc emerge balloon catheter was inflated five times at 16 atmospheres for about 10 seconds. After deflating, it was noted that resistance was felt during removal. The procedure was completed with another of the same device and no patient complications were reported.